Manufacturer narrative:
(B)(4). Correction: the device was initially reported as a 5 day report, but should be reported as a 30 day.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported inflation difficulty was able to be confirmed. The reported material twisted shaft was able to be confirmed. The reported physical resistance was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint database revealed no other similar incidents reported for inflation issue, material twisted, or physical resistance from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a heavily tortuous and heavily calcified right coronary artery. As a 2.25 x 28 mm otw xience xpedition was advanced to the lesion it was twisted slightly to get to the lesion. The balloon was pressurized twice to 18 atmospheres; however, the balloon would not inflate. When the device was removed from the anatomy it appeared that the shaft was twisted at the hub. The procedure was completed with another unknown stent. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.